Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump would not turn on no matter how many batteries they tried. The customer declined to provide their blood glucose levels. Troubleshooting was not completed as call got disconnected. The insulin pump will not be returned for analysis.